Event description:
(This complaint is 1 of 2) the facility representative contacted baxter to report an infusor that had a ruptured bladder. The event occurred while the patient was walking on a treadmill at 6 km/hr (kilometer/hour). The customer stated that this is the second time this has happened. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. (B)(4).

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted due to an infection that was caused by head trauma. The patient was explanted (B) (6) 2009. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).